Event description:
A customer contacted stryker to report their device was not recognizing the electrodes being connected to the patient. The customer advised to replace the electrodes and therapy cable, but the issue was not resolved. The device was replaced and the customer was able to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. During evaluation, stryker observed that the pads that were used were past their expiry date. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report their device was not recognizing the electrodes being connected to the patient. The customer advised to replace the electrodes and therapy cable, but the issue was not resolved. The device was replaced and the customer was able to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.